Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc catheter. A gross visual inspection of the returned catheter found that a complete break had occurred on the catheter tubing between the nose of the molded joint and 0 cm depth marker. Microscopic inspection of the break site found that the fracture surface was granular and very rough. The edges were also rough and uneven. A portion of the distal fracture site had a worn and rounded edge. A feature typically observed in flexural fatigue failures. However, the rest of the features observed were atypical of flex fatigue and only indicated that tensile stress may have contributed to the observed damage. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that total breakage close to the fins. Stabilization with statlock and glue. Zero mark at insertion site. No further details available or provided.